Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed bad battery, battery out limit before and after a battery change. The customer also indicated that the pump has a blank display. The customer's blood glucose reading was unknown at the time of incident. Customer declined troubleshooting for bad battery and blank display. Customer was advised customer that a new battery cap would be provided.